Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the vacuum pump. The fse verified repairs per established procedures.bec identifier for this report is (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a leak from their unicel dxc 600i synchron access 2 immunoassay system. There was no reported impact to patient data or patient treatment associated with this event. There was no report of injury to the operator associated with this event. Medical attention was not sought. The customer reported receiving vacuum under limits errors on the instrument. At the customer's request, the beckman coulter representative instructed the customer (via telephone) how to troubleshoot the issue. The beckman coulter representative advised the customer to wear personal protective equipment while performing troubleshooting activities. The customer checked the wash tower and observed the leak was under the wash tower. The customer observed that two drops of liquid had leaked. The customer performed a vacuum test which yielded results outside of instrument specifications. The customer reported that there is an exposure control plan/risk management plan in place for the facility. The customer reported that the material safety data sheet (msds) was reviewed.